Manufacturer narrative:
.

Event description:
The reporter stated that the surgeon was advancing a 16.0 diopter three piece silicone lens using a msi-tm injector and the lens got stuck in the cartridge. The reporter stated it was due to the injector being old and they had used it too many times.